Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter. Hyperion 6f sal 1.0. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, mildly tortuous, moderately calcified, concentric, de novo lesion in the mid right coronary artery. The 4.0x12mm nc trek rx balloon dilatation catheter was advanced to the lesion without resistance. The balloon was then inflated at 8 atmospheres for 30 seconds when the balloon ruptured. The nc trek bdc was removed, and a non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.